Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Isometrics were performed and arm movements were able to reproduce noise. The lead was reprogrammed. The patient was in stable condition.